Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2017 with the following findings:.during investigation, the pump was returned with the vibratory alarm operating properly- issue was not duplicated during investigation. The pump was opened and there were no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6)2017, a reporter contacted animas alleging that there was a vibration issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no serious injury associated with the complaint.